Event description:
The customer reported that a fetus was stillborn due to an abruption, and they stated that the fetal monitor would not have emitted any alarms.

Manufacturer narrative:
The customer reported that a fetus was stillborn due to an abruption, and they stated that the fetal monitor would not have emitted any alarms. The available info is not enough to rule out that the obtv monitor was a factor in the death. There is no indication that the obtv monitor failed to function as intended. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.